Event description:
Calcar fracture occurred during surgery. The surgery was successfully completed by fixing the bone fracture. The bone quality is weak.

Manufacturer narrative:
Batch review performed on 15 may 2023: lot 2204010: (B)(6) items manufactured and released on 23-june-2022. Expiration date: 2027-06-07. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medacta medical affairs manager: according to report, calcar fracture was confirmed during surgery. The surgery was successfully completed after fixing with nespron cable. The bone quality is weak. Intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device.